Event description:
The customer reported the system displayed a filament regulator error during a procedure. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is not available. The customer has not yet authorized repair. This malfunction may have resulted in a possible accidental radiation occurrence.